Event description:
Advocate called stating that the customer had been getting readings in mmol/l on her contour meter. Customer had been incorrectly converting the results to what she thought should be the equivalent of readings in mg/dl. There was no adverse event alleged. Customer was advised to return her meter for evaluation. Replacement meter was sent.